Event description:
Litigation alleges patient had acetabular cup detached, disconnected and created metallic debris, and/or loosened from acetabulum, caused severe pain and inhibited ability to walk after asr hip implant. **update** (B)(4) 2013 - additional litigation papers received (B)(4) 2013 and attached. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - sales rep reported revision of right hip. There is no new additional information that would affect the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Patients sticker sheet was provided and part & lot were updated. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had acetabular cup detached, disconnected and created metallic debris, and/or loosened from acetabulum, caused severe pain and inhibited ability to walk after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: adverse tissue reaction; a lot of synovial fluid and metal debris; significant disruption of the posterior capsular and surrounding capsular structures; some corrosion on the trunnion. Adaptor sleeve, femoral stem, and stem sleeve added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision of right hip.